Event description:
It was reported that difficulty removal occurred. A 10.0-31 carotid wallstent self-expanding stent was advanced for carotid stenting procedure. After stent placement, the stent delivery system was difficult to remove from the 190 cm filtterwire ez. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection observed that only the wire was returned. The spring tip was bent and stretched. Moreover, the guidewire was kinked at the proximal. Dimensional inspection of the core wire passed the specification test.

Event description:
It was reported that difficulty removal occurred. A 10.0-31 carotid wallstent self-expanding stent was advanced for carotid stenting procedure. After stent placement, the stent delivery system was difficult to remove from the 190 cm filtterwire ez. The procedure was completed with this device. There were no patient complications as a result of this event.